Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 198 mg/dl. Reportedly, the customer was not receiving insulin. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.